Event description:
This report is being filed upon notification from our x-ray MFR in best, netherlands to submit this incident that occurred. A pt was being moved from a bed to this x-ray's system's table top and during the move, the table top slipped laterally away from the bed. This resulted in a gap between the bed and the table top. The attending hosp staff reacted immediately to prevent the pt from dropping to the floor. One of the nurses that helped prevent the pt fall supposedly injured her back. There has been no specific info on this injury.